Event description:
It was reported that a large volume infusor over infused during infusion. The device was expected and intended to infuse over 46 hours; however, the actual infusion time was 22 hours (24 hours earlier than expected). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.